Event description:
Information received indicated that post dbs implant, revision of the bilateral electrodes occurred and the patient experienced altered mentation that was reportedly due to non-compliance to medication therapy. The patient was admitted to the hospital secondary to progression of parkinson symptoms. The pt had experienced a 30-pound weight loss, which appeared to be related to her difficulty swallowing and loss of appetite. She also experienced worsening of dyskinesia after a transient improvement in her bradykinesia post implant. The patient was monitored as an outpatient for one month due to possible infection of the dbs system. The deep brain stimulator was thought to be infected secondary to some drainage near the connector site, between the leads and the extension leads. The patient reportedly was non compliant in picking up effexor and seroquel medications and during that timeframe experienced psychotic delusions. The neurosurgeon felt revision of the system may be worthwhile and the patient realized left parietal revision of dbs electrodes and wound debridement in left parietal area. She was found to have mrsa wound infection and was treated with vancomycin for 13 days and the wound appears to have good response to antibiotic treatment. The product has not been returned to the manufacturer for analysis. The patient was discharged from the hospital on zyvox. Her parkinson symptoms and psychotic delusions reportedly improved and the patient gained 14 pounds during the hospital stay. The hcp reports the adverse event is ongoing. The patient is scheduled for follow up with the neurosurgeon in 2007. A follow-up report will be sent if additional information is received.